Event description:
It was reported that the autoclavable camera head had malfunction of monitor connection. The issue was found during inspection for use of the device. There was no patient involvement.

Manufacturer narrative:
The date of event is unknown. A supplement report will be submitted if provided. E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.